Manufacturer narrative:
An event of mitral regurgitation was reported. The device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional information sections: b5, h2, h6, h10 an event of regurgitatoin was reported. The results of the investigation are inconclusive since the device was accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. If the device is made available for further examination, the investigation will be reopened.

Event description:
On (B)(6) 2019, a 30mm seguin annuloplasty ring was implanted as part of a mitral valve repair case. On post-operation echo, the patient had significant mitral regurgitation. On (B)(6) 2019, the ring was explanted and an unknown sized unknown mechanical heart valve was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm seguin annuloplasty ring was implanted as part of a mitral valve repair case. On post-operation echo, the patient had significant mitral regurgitation. On (B)(6) 2019, the ring was explanted and an unknown sized unknown mechanical heart valve was successfully implanted. No patient consequences were reported.